Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the coil delivery wire was seen to be kinked/bent. The main coil was seen to be stretched. The main coil suture was seen to be damaged. The main coil was seen to be broken/fractured. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer was that the subject coil got stuck in the microcatheter and when pulled back, it got stretched in the middle part. The device was set up as per dfu. There was no friction noted at the hub. Continuous flush was set up and maintained through out the procedure. The patients anatomy was of average tortuosity. The device was returned for analysis and the coil delivery wire was noted o be kinked in two locations. The man coil was extremely stretched and the suture damaged. Upon further investigation into visual inspection the main coil was noted to be fractured just after the detachment zone. An assignable cause of procedural factors will be assigned to the as reported events coil in catheter friction and main coil stretched as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed event of coil delivery wire kinked/bent as the defect appears to be associated with handling of the product or portion of the product during preparation. An assignable cause of procedural factors will be assigned to the as analyzed events of main coil stretched, main coil suture damaged and main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The coil (subject device) was returned for analysis and the device investigation revealed that the coil (subject device) was fractured during use. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.